Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that a CT identified an increase in aneurysm size. The physician initially could not determine was causing the increase in size but suspected a type ii endoleak. The physician opted to perform open surgery. During the open procedure, the physician discovered a type iii fabric endoleak emanating from a damaged area near the flow divider. The physician sutured the area and left the stent graft implanted. This reportedly resolved the event. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.